Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The iol product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that when loading and advancing a lens into a cartridge, the cartridge had a defect in it the side and was blown out. The lens was destroyed . There was no information about patient contact.

Manufacturer narrative:
Additional information provided. The customer indicated the use of a qualified lens. The iol product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. The manufacturer internal reference number is: (B)(4).